Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation functional testing and visual inspection was performed. The customer reported complaint was confirmed. The lcd connector was found with contamination and was not working properly. Additionally, the downstream occlusion seal was delaminated. Both the lcd connector and downstream occlusion seal was replaced.

Event description:
It was reported that the issue was "display discolored, partially unreadable". There was unknown patient involvement reported.